Event description:
The customer reported that the system did not boot up as normal. The left monitor displayed the circle mask and the right monitor displayed a ge log then stopped. Also, the touch panel displayed a "please wait" error message. A reboot did not correct the problem. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.